Event description:
Procedure: lap appendectomy. According to the reporter: the instrument applied across the base of the appendix. It was then fired in the specified manner. When the firing knobs were retracted to open the instrument jaws, the jaws would not open. Numerous attempts to re-fire the instrument had no effect. Attempts to remove the stapled tissue from the closed sulu were ineffective. An additional port was inserted into the patient, and a second instrument was used to resect the first instrument.